Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During system set-up, an issue with the innercool stx system (B)(4) was observed. The flow indicator was not spinning indicating no fluid circulation on the cooling pads. The issue occurred prior to patient use, no patient involvement.